Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope showed a disappearance of the image during angular directional movement. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed, in addition, the reportable malfunction mentioned on b5 was found during the device evaluation. Based on the results of the investigation, it is likely the following led to the malfunction: damage of the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use: instructions operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.